Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8655-05, batch 1391925 30° chondral pick was received for investigation. Visual inspection identified that the 30° tip at the distal end of the shaft had broken off. The fragments generated during this event were not returned for analysis. It was also identified that the outer diameter of the distal tip was cracked approximately 0.6988mm from the breakage point. The observed condition is consistent with user applied mechanical forces via prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a chondropick wrist surgery the tip of the device broke off inside the patient. The surgeon was able to retrieve the part out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different chondropick. It was not necessary to switch the surgical technique or do a second surgery.